Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that multiple intermittent malfunction alarms occurred. There was no impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer contacted the healthcare provider for alternate insulin therapy.